Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system (dxc 600i) generated a "reaction wheel temperature out of range" error and a "motion" error when she reinstalled the reaction wheel. The customer reported that she found one cuvette in the reaction wheel with the bottom broken out prior to contacting bec. Customer reported that she replaced the broken cuvette and cleaned the fluid. Bec customer technical specialist troubleshot the reaction wheel error issue with the customer over the telephone. The customer then reported that she may not have reseated the wheel properly initially and that the dxc 600i is now working satisfactorily. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. To date, customer has not contacted bec regarding recurrence of reaction wheel issue or cuvette issue.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).